Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed out due to low blood glucose (bg) of 19 mg/dl. Subsequently, the customer was taken to the emergency room (ER). Type of treatment the customer received while in the ER was unknown. The customer alleged the pump malfunctioned and delivered too much insulin. Reportedly, the customer was released from the ER after 6 hours with bg of 299 mg/dl. Condition of the customer when leaving the ER was "okay". The customer declined to provide further information regarding the ER visit.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not observed in the pump logs and a continuous glucose monitor was not connected to the pump at the time of the event. Beginning at 11:00pm on (B)(6) 2018, three cartridge change processes were completed. During the ¿tubing fill¿ steps of the cartridge change sequence 14.55 units of insulin, 10.185 units of insulin and 10.185 units of insulin were primed through the tubing. There were no erratic basal rate adjustments or bolus requests were made. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequences insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure related to a low bg.